Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: commodes. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the toilet seat of having a crack located on the right side of the seat approximately 10 1/2 inches in length.. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The consumer stated the seat cracked and pinched the patient on the tush. The consumer stated they did not seek medical attention. The husband stated he saw a little blood. The caller stated that the lot number has been washed off the unit. He found the lid on line and it matches his unit.